Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to complete event information. Further information was requested but not received.

Event description:
Related manufacturer reference number: 1627487-2021-17544. It was reported that patient experienced trouble with their system (issue unknown) and no longer wished to have the system implanted. As a result, patient underwent surgical intervention wherein the patient's system was explanted to address the issue.